Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the operating room for a device change out procedure due to normal eri. Prior to the procedure undersensing and low amplitude p-wave amp variation along with high capture threshold leading to inappropriate lv output was observed on the ra lead. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure and will continue to be monitored.